Event description:
On (B)(6) 2010, the patient underwent repair of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. The patient was reportedly lost to follow up. On (B)(6) 2014, the patient presented to the hospital, and follow up imaging reportedly identified 2 cm distal migration of the trunk-ipsilateral leg component and a proximal type I endoleak. It was reported the patient¿s proximal neck dilated over time, causing a loss of seal on the trunk. There was no reported evidence of aneurysm enlargement. On (B)(6) 2014, an additional procedure was performed to treat the migration and endoleak. Two aortic extender components were implanted for proximal extension on the trunk. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Patient medications include clopidogrel, trazodone, atorvastatin, potassium chloride, lansoprazole, metoprolol succinate, buspirone hcl, oxycodone, morphine, and cyanocobalamin.